Event description:
It was reported that a catheter issue occurred. The 905%stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination post percutaneous coronary intervention. After the lesion was crossed, the flexible distal portion of the catheter came off the shaft and the wire and guide had to be pulled back with the catheter for removal of the 2 pieces. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was detached near the lap joint section. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed there was no damage observed on the distal tip or guidewire exit port assembly. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination post percutaneous coronary intervention. After the lesion was crossed, the flexible distal portion of the catheter came off the shaft and the wire and guide had to be pulled back with the catheter for removal of the 2 pieces. The procedure was completed successfully and there were no patient complications.